Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion sets cannula crimped events on (B)(6) 2024 . The event occurred within an hour of insertion. Insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.